Event description:
Procedure type: laparoscopic appendectomy. According to the reporter: the device locked on the appendix and the doctor was unable to fire or open the jaws of the unit. Doctor used another unit and reloaded and fired next to the locked device and was able to remove the unit. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).